Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe could not cut and the surgery was completed after replacing with a new one. The condition of aspiration is unknown with no patient harm.

Manufacturer narrative:
One opened probe was received with no tip protector in a tray. With various other components, for the report of could not cut. At the time of sample receipt, it was observed, that the probe needle was bent. The returned sample was visually inspected. And found to be non-conforming with orange/brown and white/clear foreign material on the port face, in the port, and along the needle and the needle bent at the stiffener. Confirming, the received condition of the probe, the sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the returned probe was unable to be tested, due to the actuation failure. The probe was disassembled and the components inspected. Excessive wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. The inner cutter was observe,d to be severely bent. The inner cutter pulled out of the coupling. The cutter/coupling adhesive bond fillet was visually inspected and found to be non-conforming. No presence of adhesive was observed, on the cutter. Gouge marks were observed, along the entire length of the cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated, that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested. However, the observed actuation failure would have led to the reported cut failure. The most likely root cause of the observed actuation failure, as well as the observed foreign material, is the excessive surgical use of the probe the vitrectomy portion of the procedure is typically less than 20 minutes. And it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such, that the cutter function becomes poor, bent, or does not function at all. Secondary contributing factors of the actuation failure, are the bent needle and bent inner cutter. And the separation of components within the probe. It appears, that at the beginning of surgical use the adhesive bond failed, causing the inner cutter to detach from the coupling. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle and bent inner cutter cannot be determined, from this evaluation. The most likely, root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No specific action related to the reported event has been taken by the manufacturing site. As it appears, that the observed actuation failure was, due to excessive use of the probe by the user. And an exact root cause for the bent needle and the bent inner cutter was not determined, from this evaluation. An investigation has been completed. And actions have been implemented to lower the frequency of probe complaints, due to the detachment of the inner cutter from the coupling. The procedure has been reviewed. And was found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter/coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the probe would not cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).